Manufacturer narrative:
Device is evaluated/repaired in-situ. Evaluation results were anticipated but not yet received at the time of the initial submission. Date of manufacture will be provided in a follow up submission. Method, result and conclusion will be submitted in a follow up submission concurrently with results of the device history record review & date of manufacture.

Event description:
This is a case report received by (B)(4) as a result of a filter issue which resulted in pressure problems in the circuit. Reportedly, a hf12 filter, lot number 000747143 failed during treatment. The patient was receiving treatment on the aquarius and nursing staff were alerted to the problem when the patient monitoring system alarmed with a low blood pressure alert. Further inspection led to the discovery of blood over the machine & floor, leaking from the filter at the return end. The event was thought to be a sudden event rather than a slow continuous leak, as the blood loss was quite significant when noticed (quantity unknown). Allegedly, the device did not give any alarms when low bp was noted on the patient monitoring system. The patient was then disconnected; the machine was stripped. The patient experienced low blood pressure & a drop in hb from approx. 9 to 6 which required a blood transfusion (possibly 2 units of blood) - at time of the pager call the patient condition was reported as stabilized and continued treatment on another aquarius device with another hf12 filter of a different lot. Review of the treatment history: the device was set to do (B)(4), dialysate 1500 & post dilution 1500, fluid loss per hour of 150 and a blood flow rate of 190. The incident occurred at 01:11 - pressures when initially started (after raising blood flow) at around 2330 were access: 15, return: 134, tmp: 64 and pre-filter pressure: 178; at 00:46 these changed to around the same as the final pressure readings which were: a:15, return:9, tmp-6 and pfp -4. Events history review: "low tmp" & "pump door open" alarm were seen repeatedly in the initial stages of treatment, the final alarms reportedly seen in the history were at 0:52: "low return pressure" & "blood pump off." When reporting the incident, the aquarius failed the self test on cpu2: air detected & cpu2: balance system- the device was put out of service and a technical service evaluation (engineer) request was initiated.